Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and the reported issue was able verified and duplicated. The cause of the issue was traced to the system pcb assembly, which is an obsolete part for v1/v2 devices, making the device unrepairable. The device was returned to the customer without repair per customer request. The root cause was determined to be the failed/faulty system pcba.

Event description:
A customer contacted stryker to report that the on/off button of their device was not responding. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the on/off button of their device was not responding. As a result, defibrillation therapy may not be available, if needed. There was no patient use associated with the reported event.